Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
New information received notes that lead the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, noise on pace/sense vector was observed on a non-sustained lead noise event stored egm. The patient will be monitored.

Event description:
Correction to new event information reported (B)(4) 2013. Statement should read - new information received notes that the lead was explanted and replaced.